Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: unit returned with its original pouch. The device has the distal tip broken and unraveled, the distal tip and the ballweld were returned, the device has the body kinked near to the distal section. The overall length and outer diameter (od) of the distal tip couldn¿t be measured due to the device condition (coil unraveled). The od of the middle and proximal sections were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
Reportable based on device analysis completed on 03may2016. It was reported that the guide wire kinked. During unpacking of a 035/260/3mm amplatz super stiff guide wire, it was noted that the guide wire was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed guide wire break and coil wire unraveled.